Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator the unit displays faulty negative volume waveforms. The customer reported this issue occurs while using the wye (y-shaped) flow sensor only. The customer reported checking the connections, with no kinks. The customer reported calibrating the suspect device correctly. The customer reported the issue occurred during testing so there is no patient involvement.